Manufacturer narrative:
A clinical application specialist discussed with the user and laser operators that the calibration window is not to be used for surgical procedures and that the calibration windows only can be used to perform the system daily test. The users are trained during the initial clinical training about the use of the different windows. There were no patient injuries reported by the clinical site.

Event description:
Customer reported that they have used 16 calibration windows to replace the windows in the pid kits. They were unable to get the pid glass clean and were told that the calibration windows were the same glass. Customer was instructed to not use the calibration windows as they are not sterilized for the use on patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported that they have used 16 calibration windows to replace the windows in the pid kits. They were unable to get the pid glass clean and were told that the calibration windows were the same glass. Customer was instructed to not use the calibration windows as they are not sterilized for the use on patients.